Event description:
It was reported that following a pump replacement, the patient had an arterial bleed and a hematoma that developed in the pump pocket. At the time of the report, the patient was in the operating room, the pump was explanted and the surgeon was to move the pump to the other side of the patient's abdomen. The reporter stated that the patient was "doing better and getting good treatment." The patient experienced abdominal pain. The patient abdominal area was hard and painful. It was later reported that the patient was doing ok and the pump was on and working. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).